Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop complaint of broken tubing set resulting in leakage on a pump causing an electrical failure and under-delivery was not confirmed. The unit was visually inspected from a distance of distance of 12? To 16? Under normal conditions of illumination according un procedure ? Visual inspection? Md01-003 rev. 102. No damages nor workmanship defects were found. When doing leak testing using hydrostatic vessel, no leaks were found or revealed in joints. The complaint was not confirmed. Review of engineering reveled the product performed at 100% prior to release and bonding was accurately tested and passed.

Event description:
Investigation completed and summary in h 10.

Event description:
Information received a cadd administration set was leaking tpn as result of broken tubing set. This leakage in turned caused electrical failure and incomplete medication administration. No patient adverse events reported.